Manufacturer narrative:
No unexpected battery alarms were noted during testing. The insulin pump passed the displacement test and off no power test and had operating currents within specification. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery, low battery and failed battery test. The customer stated that the insulin pump did not alarm this time but shut off instead. She stated that, after receiving the low battery alert, she changed the battery but the device still shut off. The customer's blood glucose was 310 mg/dl. Upon troubleshooting, the insulin pump alarmed failed battery test again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.